Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was rewinding the pump and was receiving a no delivery alarm. Customer's blood glucose level was 495 mg/dl. Customer stated that she has a cold and took (B)(6) last night. Customer does not have syringes. Troubleshooting was performed. Customer stated that the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Pump was working as designed. No further assistance needed.